Manufacturer narrative:
Device evaluated by MFR: no damages or failures were observed on the ccp board assembly. The imaging window was ripped in the union with the lapjoint. The distal section of the imaging window was twisted. A kink was observed in the sheath assembly from the femoral marker to the proximal end. Windup was encountered in the double heat shrink area of the telescope. Ic windup began 19.20 cm from the distal end of the connector shaft. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. The distal housing of the transducer was observed complete and with no shattered pieces before the flushing process. No friction marks were observed between the retainer clip and the rotator.

Event description:
Reportable based on device analysis completed on 23jun2020. It was reported that motor drive unit overload error occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. An opticross hd was selected for use. During pullback, motor drive unit overload error occurred. The procedure was completed with another of the same device. There were no patient complications that were reported. However, device analysis revealed there was sheath detachment/separation.